Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the 30 degree endoscope plus to perform failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion on the electrical contacts and/or circuit board.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscope instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, rusting found on internal cogs. The procedure was converted to open. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.